Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that both leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: imx49jb53, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited occasional undersensing during atrial arrhythmia episodes. High thresholds were also noted on the right ventricular (rv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) and right atrial (ra) lead issues have recurred and have been deemed "chronic." Thus, no action was taken or planned as a result. No patient complications have been reported as a result of this event.